Event description:
It was reported that the patient presented in clinic for unrelated pocket revision operation. Electrocautery was used to open the pocket. During post procedure check up, the pulse generator exhibited false display of elective replacement indicator alert. The message was cleared and the device resumed normal functions. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).